Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl, while wearing the pod between 36 and 48 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The investigation found corrosion on the pcb and the bottom battery. All three batteries had sufficient power. The device data shows the device was deactivated and had a total pulse count of 2499 with no alarms. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. A hole in the unexposed portion of the soft cannula was observed during the investigation. The fluid path was manually occluded, and fluid was observed leaking through the hole. This leak caused fluid to accumulate in the device and resulted in the observed corrosion. While corrosion was found, the exact cause of the reported event could not be determined. Cracks were found in the top housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin. The timing and cause of the cracks could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.